Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the lead was returned with the helix bent and blood on it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low voltage pacing lead exhibited undersensing. The lead was repositioned multiple times and it was then noted that the screw had bent by ninety degrees. The lead was not used and replaced. No patient complications have been reported as a result of this event.